Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the 100% stenosed superficial femoral artery (sfa). A non-abbott intravenous (i.v.) Catheter was inserted in the popliteal artery. The command guide wire was advanced through the catheter towards the lesion in the sfa; however the guide wire failed to cross. When removing the guide wire, the guide wire got caught with the distal end of the i.v. Catheter and the polymer coating was peeled. The guide wire could not be removed through the i.v. Catheter. The sfa was treated with unspecified devices that were delivered through the sheath in the femoral artery. The command guide wire was then advanced close to the original puncture site in the femoral artery and the guide wire was inserted into the tip of the sheath that was in the femoral artery, and the command guide wire was removed out of the anatomy through the sheath. No coating remained in the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The polymer peeling was confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.